Event description:
Reporter noted bottle height was too low after being lowered to spike the bottle, then never readjusted. Corneal burn occurred at start of phaco. Sutured wound to close. Patient is reported as healing. Also noted pre-op diagnosis of dense cataract and weak zonules. Subluxated lens after patient's head moved during surgery. Vitrectomy required. Converted to ecce and used lens loop to complete case; implanted ac iol. Stated this was not related to burn, or system performance.